Manufacturer narrative:
The customer¿s report of bivalirudin infusing faster than expected was confirmed. Analysis of the pcu event log shows that on (B)(6) 2017 at 10:55 am, the user programmed an infusion of bivalirudin angiomax with a patient weight of (B)(6) kg which made the rate 196 ml/hr. Two separate guardrails hard limits alerts occurred when the user attempted twice to program a dose of 1.75mg/kg/hr. Seconds later, the user reprogrammed the infusion and updated the dose to 1 mg/kg/hr. A soft guardrails limit notice displayed indicating ¿dose exceeds guardrail limit of 0.3mg/kg/h.¿ the user proceeded, selecting yes to start the infusion. At 11:14 am, the user paused the pump and channeled off the unit. The volume infused was logged as 61.008ml. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the reported event was identified as user programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed..

Event description:
The customer reported on (B)(6) 2017 at 1040 a bivalirudin drip was initiated at the standard rate of (1.75mg/kg) utilizing the guardrails setting .the device reached a hard stop which indicated they were exceeding the dose limits. The physician changed the order to 1 mg/kg(renal dose) the patient was (B)(6) kg .the infusion was programmed at rate of 19.6ml/hr. And was verified by 2 nurses. At 1100 staff reported that the entire bag (50ml) infused and noted the rate was infusing at 196 ml/hr. There was no lasting harm to the patient and the device was pulled out of service.